Manufacturer narrative:
Results and conclusion: (restenosis requiring intervention). (B)(4).

Event description:
During index procedure the physician used one in.pact admiral paclitaxel-eluting pta balloon catheter to treat the right popliteal. Approximately 24 months post index procedure restenosis of the right popliteal was reported. Non-medtronic pta balloons were used as treatment. Investigator indicated that the event was not related to the study device/ procedure or paclitaxel. Outcome is resolved.

Manufacturer narrative:
Additional information: the patient had a history of hypertension.